Event description:
It was reported that surgery was delayed due to the device not seating. Another device was used and seated.

Manufacturer narrative:
Overall the product was to specification and no reason for the complaint can be substantiated.